Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data in the pump history from the date of the reported issue. The dates in the total daily dose (tdd) history were incongruent, changing from (B)(4) 2013 to (B)(4) 2013. The daily max limit was set to 52 units. During testing, boluses were performed using the patient¿s settings until 52 total daily delivery was reached. The pump gave an audible and a visual ¿exceeds max tdd 52u¿ warning. The pump calculated the total daily value accurately. During testing, the pump was found to reset to factory settings when the battery was removed. The pump was opened and the internal battery was found to be leaking.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump gave a warning alarm indicating the maximum total daily dose of insulin had been exceeded, and the reporter claimed the patient could not have used that much insulin yet that day. The pump was not available at the time of the call, therefore no troubleshooting could be done. The patient suffered no injury due to the reported pump issue.